Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the capsule fell off in the patient's mouth when the delivery system was removed from the patient. The patient was not injured following the procedure.